Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 1.1 mmol/l to 27.8 mmol/l. This meter does not show a numeric value less than 1.1 mmol/l. A blood glucose reading below 1.1 mmol/l will read as a "lo" in the adc meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 1.1 mmol/l) and 5.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history record (DHR) review of the test strips was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of ''lo'' (less than 1.1 mmol/l) and 5.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.